Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported the patient experienced change in therapy effect. On (B)(6) 2014 at approximately 5 pm the patient had itching in his back and the spasms in his legs began to increase with ¿a lot of spasms.¿ the onset was gradual, occurring in a couple of hours. The symptoms were becoming annoying. The patient did not have a fever. The last pump refill was three weeks ago. The patient indicated it was ¿like his pump is not working.¿ a pump alarm was not heard. The patient called the clinic about the issue and left a message. The pump was delivering baclofen. Intervention and outcome were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.